Event description:
The customer contacted a local physio-control service agent to report that their device would power off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The physio-control service agent examined the customer's device but was unable to verify the reported failure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.